Manufacturer narrative:
Intuitive followed up and obtained additional information. The solution was to connect energy through a valleylab unit to the vision cart.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed and the reported error was not confirmed or replicated. In the system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The iesu was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. In addition, the bezel was found broken on the lower right corner of device. The complaint was not confirmed or replicated based on failure analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the clinical sales representative (csr) contacted the technical service engineer, on behalf of the customer regarding the monopolar not firing. The procedure was completed with no reported injury.